Manufacturer narrative:
Initial reporter information provided. The power conversion enclosure charger was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. Visual inspection confirmed that the power conversion enclosure was clean and charger cards were seated properly. The enclosure was installed in a known good system. Motion and generator readied. Charging and communication succeeded. 2d and 3d images were acquired. No fault was found. The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The enclosure power conversion failed bench testing. Transistors q28 and q14 failed. Q28 was shorted. Analysis found that the reported event was related to an electrical issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This issue occurred at a medtronic training lab. The name of the initial reporter is unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the power converted failed after the site left the system unplugged after moving the system. The batteries failed and the charger was drawn down and would not charge. The power converter, charger, and batteries were replaced. The firmware was uninstalled and reinstalled. Flouro and rad gain calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. The batteries were discarded and not returned for analysis. The power converter and charger have been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site reported that the battery indicator was red and that the system had been moved and was not plugged back in. The system was on hard shutdown. A field service engineer went on-site and found that the batteries, power converter, and charger enclosure were all damaged. There was no patient present when this issue was identified.